Event description:
General report received of an unspecified number of undocumented incidents of the float valve in the soluset tubing sets did not close when the soluset emptied; subsequently, air was noted in the tubing distal to the soluset. It was reported the soluset was filled with 25ml of solution and was being used to deliver an unspecified solution. The certified registered nurse anesthetist (crna) reported that after unspecified lengths of time in use, the solusets emptied. It was reported the float valve in the solusets did not close and an unspecified volume of air was noted distal to the soluset. It was reported that no air was delivered to the pts. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapies critical to the pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).